Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders.. The hcp reported that the patient needed an MRI to look for a possible infection around the lead site. No device issues reported. No further patient complications have been reported as a result of this event.